Manufacturer narrative:
Additional information: h4, h6 (update codes), and h11. H4: the lot was manufactured between august 15-19, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photo sample which showed droplets of fluid inside a bag that contained the device, which suggested leak may have occurred inside the bag. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from an unspecified location. While unloading the delivery, it was observed that the device had leaked as there were droplets inside the over pouch and the label was damp. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.